Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgery to explant both inflatable penile prosthesis (ipp) and artificial urinary sphincter (aus) because there was urinary retention, edema and swelling in the scrotum, a possible infection and the cylinders migrated to outside the corpora. The patient will be evaluated for a reimplant after healing.